Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump as well as a correction injection to address the bg. The customer continued to use the pump for insulin therapy.